Event description:
On (B)(6) 2010, a patient underwent a revision using a gore-tex bifurcated graft to treat a aaa. One week later, a follow-up CT showed serum leakage around the length of the graft. The physician took a wait-and-see approach. On (B)(6) 2012, the patient presented with abdominal discomfort. The seroma had enlarged and measured 8 cm in the CT images. An open repair surgery was performed and the seroma was removed and fibrin glue was applied. It was stated that the seroma looked like jelly and the y graft was entirely wrapped with the seroma from the trunk portion to both legs. On (B)(6) 2012, the seroma had enlarged to 10cm. The graft was explanted and replaced with a dacron y graft. The patient tolerated the surgery well. As of (B)(6) 2012, the patient was still in the hospital and doing fine.

Manufacturer narrative:
A review of the manufacturing records for the device is currently in process. An engineering evaluation is currently in process. A histological evaluation is currently in process. A scanning electron microscopic evaluation is currently in process.